Event description:
Add'l info rec'd from rptr 2/20/00: it is rptr's dentist's opinion that this toothbrush is too abrasive and potentially damaging to the soft tissues. According to dentist, with proper techniques these potential troubles can be avoided, but this toothbrush is probably too technique sensitive to be used by the public at large. A second conern is the possible effects such a toothbrush could have on modern dental adhesives and resin cements. Dentist's concern is that the "sonicare" could cause pitting of the resins and thus compromise the marginal integrity of current day restorations.

Event description:
According to rptr, device erodes tooth enamel resulting in extensive dental work, such as laminates and crowns. This user has 10 teeth which now require restorative work. Three dentists have told rptr that these problems arose as a result of device use. The MFR has refused to give pt a refund.